Event description:
It was reported that the malleable 600m penile prosthesis is broken. The patient presented to the physician reporting experiencing difficulty with penetration. Physical examination showed signs of fracture of the implants bilaterally. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.